Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina and myocardial infarction are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2009, with chest pain and was diagnosed with a small myocardial infarction (mi - non q-wave mi) and underwent diagnostic coronary angiography and percutaneous coronary intervention on (B)(6) 2009. A stent was placed to the large marginal (previous index target site). Medication was also administered. The patient had been off plavix for 1 week in anticipation of back surgery. The patient was discharged from the hospital in stable condition on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The lot number was not provided. A follow up report will be submitted with all relevant information.

Event description:
The customer reported that the 9800 system had an intermittent loss of image when the interconnect cable was moved. No patient injury was reported.